Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the patient had an allergic reaction to a comfort 3d sleep device. It is reported that the patient experienced right-side numbness near the cheek side. The patient received the appliance on (B)(6) 2025 and symptoms were on and off. The patient was instructed to discontinue device and have an allergy test performed. No other issues are reported.

Manufacturer narrative:
Additional information: d4 corrected information: d1 additional patient and event information was requested from the initial reporter but no response was received. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU-12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt-012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction). Manufacturer reference #: (B)(4)